Event description:
During roux-en-y gastric bypass surgery stapler misfired by bunching staples up. Also, stapler would not cut tissue and tissue would not hold securely in jaws. Area secured with additional staples and procedure completed.